Event description:
This pacemaker was explanted because it was believed it was at eol. During the explantation, the device would not interrogate. A new reply dr was implanted.

Event description:
This pacemaker was explanted because it was believed it was at eol. During the explantation, the device would not interrogate. A new reply dr was implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.